Event description:
The clinician reports the implant was inserted 2022-(B)(6) in ada 19. On 2023-(B)(6), loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.